Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device logs have been received for evaluation. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As per user facility: customer reported they opened a transfer set and did not believe the valves were skewed too much. The set was installed but the system would not pass the leak check. No patient involvement. The user replaced the transfer set with no further issues.

Event description:
As per user facility: customer reported they opened a transfer set and did not believe the valves were skewed too much. The set was installed but the system would not pass the leak check. No patient involvement. The user replaced the transfer set with no further issues.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Apex technical support confirmed the leak test failure from the logs. One (1) used set, with packaging, was returned for evaluation. Visual examination of the set noted the set was used, and no visual defects were noted. The set was vacuum leak tested per specification with passing results. Visual examination of a retained unit noted no visual defects. The set was vacuum leak tested per specification with passing results. The retained unit was occlusion tested per specification with passing results. A review of our discrepancy management system database found no related or similar discrepancies during the production of the batch. Based on the results of the investigation this complaint is not confirmed for valve misalignment. B. Braun will continue to investigate, trend, and monitor all complaints of this nature. If additional pertinent information becomes available a follow-up report will be filed.